Event description:
It was reported that a spectrum pump experienced system error 105 - PICC motor error alarms. There was also no patient injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed unit received inoperable due to reported symptom of "system error 105" alarms caused by a failed motor. Motor assembly was replaced.